Manufacturer narrative:
The product evaluation is in process, current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a revision surgery to explant non biomet product, it was reported the distal tip of the locking screwdriver snapped while implanting screws. The surgeon tried to retrieve the tip of the screwdriver from the inner tulip of the screw with a 10 gauge needle, but was unsuccessful. The surgeon then carefully drilled out the broken tip until satisfied he had retrieved as much of the material as possible.

Manufacturer narrative:
Two screw inserters were returned for evaluation; the tips of both instruments were fractured off. The screw nor tips were returned for evaluation. The per stated that the most likely root cause was excessive use of force during surgery. The per also stated that there were no dimensional, functional, or material anomalies regarding the returned items.